Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received with the slide insert and linkage assembly in the not deployed position. The download data shows the device completed first and second priming sequences, indicating the device should be deployed. The slide insert and linkage assembly were in the incorrect position by the end of second prime. Upon removing the top housing, it was observed the device had deployed inside itself. The release bar was observed to be released by the firing flat, indicating the device had deployed. The cannula sub assembly was bent and deployed inside the device, indicating the chassis sub assembly was incorrectly installed. Damage was found to the inside of the top housing as a result of the needle deploying into the device, further indicating the chassis sub assembly was incorrectly installed. The needle mechanism was reset to the not deployed using the lock and load tool, and then manually redeployed by rotating the ratchet gear. The device deployed as intended. The incorrectly installed chassis sub assembly can be confirmed as the cause of the device not deploying as intended by the end of second prime. A tear was observed on the exposed portion of the soft cannula. Fluid was unable to pass through the entire fluid path due to this damage. The timing and cause of this damage is unknown.